Manufacturer narrative:
(B)(4). Lot was manufactured between december 12, 2014 and december 17, 2014. Visual inspection was performed and a black mark was observed on the filter of the device. No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black mark was on the filter of a small volume intermate. The particulate matter was identified after the device was filled with ceftazidime and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.